Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a female patient underwent primary breast augmentation with a mentor siltex contour profile moderate 275cc saline prosthesis and experienced deflation post procedure. As a result, the prosthesis was replaced with a mentor saline implant on (B)(6) 2018.

Manufacturer narrative:
The device history record ( DHR) of lot number 213211 was reviewed on (B)(6) 2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
Additional information was received with the field experience report on 5/12/2018. The explant date has been updated. The patient was (B)(6) years old at the time of the event. The final fill volume of the impacted product was 280ccs. The replacement prostheses were mentor smooth round moderate profile 275cc saline prostheses (left-catalog #3501640, serial #(B)(4) right- catalog #3501640, serial #(B)(4)). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/19/2018, mentor received additional information that the date of explant was (B)(6) 2018, not (B)(6) 2018. Device evaluation summary: it was reported that (B)(6) year-old female patient underwent primary breast augmentation with a mentor siltex contour profile moderate 280cc saline prosthesis and experienced deflation post procedure. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 275cc saline prostheses (left-catalog #3501640, serial #(B)(4)/ right- catalog #3501640, serial #(B)(4)) on (B)(6) 2018. The device was received at mentor without fluid. Brown material was observed within the device and on the shell surface. The product evaluation team, discovered a rent measuring approximately 0.3 cm within an area of siltex cracking on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).